Manufacturer narrative:
The device was received for evaluation. During evaluation, the device had an improper shutdown when tested with customer's battery. A review of the event history log (ehl) revealed ¿improper shutdown!¿ messages. An ¿improper shutdown!¿ message occurs at power up following power loss to the pump. The history log cannot be used to determine how power became disconnected. Multiple battery alerts were experienced prior to the shutdown messages. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The condition was verified. The cause of the condition was determined to be the standard battery was damaged. The standard battery requires replacement to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During evaluation of a returned spectrum pump, the device had an improper shut down. No additional information is available.